Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that an a2009 ultra 360 patient positioning system had a loose upper handle and needs repair. Additional information received on 03jan2020 indicating that the device was not used in a procedure and there was no patient involvement. The product problem was noted on (B)(6) 2020.

Manufacturer narrative:
Additional information: d4, d10, g4, g7, h2, h3, h4, h6, h10. Device identifier # (B)(4). The device was returned for evaluation. The complaint of "loose upper handle" confirmed from the evaluation of the returned device the upper handle is not securely locking onto the base plate. Both handles are out of adjustment and the shock cushions are worn. The unit will need general cleaning and maintenance performed. The observed conditions were consistent with improper handling / wear and tear over time. The unit is beyond integra's 7 years recommended life cycle. The definite root cause cannot be reliably determined. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA (B)(4) have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(4) office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.